Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication is unknown. There is no allegation or evidence that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, peripheral vessels of the pa were damaged and bleeding ensued. In order to control the bleeding, the case was converted to vats. However, the planned surgical procedure was completed robotically after the bleeding was controlled. At this time, the root cause of the intra-operative complication is unknown. There is no allegation or evidence that a malfunction of the da vinci surgical system occurred.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, bleeding occurred as a result of damage to peripheral blood vessels of the pulmonary artery (pa). The surgeon was not sure when the blood vessels were damaged. The surgeon made the decision to convert to video-assisted thoracic surgery (vats) in order to control the bleeding. The surgeon believed that it would have been faster to stop the bleeding via vats. After controlling the bleeding, the surgical staff redocked the patient side cart (psc) to the patient. The planned da vinci-assisted surgical procedure was then completed successfully. There is no allegation that a malfunction of the da vinci surgical system occurred. On 12/16/2019, intuitive surgical, inc. (Isi) obtained the following information regarding the reported event: the surgical procedure was recorded on video. However, the surgeon refused to provide the video to isi for review. The surgeon indicated that the pa was damaged. The surgeon did not provide a description of the type of vessel damage that was found. However, the surgeon did not know the root cause of the vessel damage. He did not believe the vessel damage was caused by surgical technique/error. He indicated that the patient had ¿tissue adhesion and narrowness of cavity¿ which ¿affected this event.¿ the surgeon confirmed that the bleeding was successfully controlled after the case was converted to vats. The estimated blood loss is unknown. No blood transfusion was administered. However, the vessel(s) required repair. No post-operative complications have been reported. The patient was reportedly recovering and was going to be discharged from the hospital soon.